Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. Difficulty tracking the delivery system (ds) and crimped valve through the vasculature may be due to anatomical and/or procedural factors, including tortuous vessels, previously implanted stents and/or grafts, wire bias, and kinked ds. In most instances this resolves with routine troubleshooting maneuvers, with minimal risk to the patient. In severe cases, this may lead to the valve deployed in the aorta or removed through a surgical cutdown. It may also result in a major vascular injury or a stroke. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, no allegation or indication a product deficiency malfunction contributed to this event. The root cause of the event was likely a combination of patient (pre-existing stent) and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was an interaction between the 26mm sapien 3 ultra valve and the patient's stent. The patient suffered a stroke. As reported, as the physician was advancing the valve over the arch the stent frame of s3u got caught on the patients left carotid self-expanding stent. A portion of the left main carotid stent was pulled out and started to unravel. The team then backed the commander system off the stent and added additional flex to be free the valve of the stent. After the valve was free of the stent the physician than advance the valve to successfully deployed the valve. There was not damage noted on the frame of the valve. The valve function was normal with no issues after deployment. It was then decided to an angio of the arch to see if there was blood flow. After the angio it was determined there was no blood flow to the left carotid artery. But the right carotid was supplying flow throughout the whole brain. The team chose to stop and do nothing more. They then woke the patient up to see if they would response and move and they did. The patient was able to talk and move all four extremities. The doctor stated that the patient is fully neurologically intact. The patient was then sent to have an MRI to help further review to see if there is anything else that needed to be addressed. Post-op the patient was fine. After a couple hours the patient began to have facial drooping and weakness on the right side. It was decided to increase the blood pressure with medication and they saw improvement with muscle movements. But, the patient has since been weaned those drugs off. The patient is no longer in the ICU, but still experiences weakness on the right side and has trouble speaking. The patient is still hospitalized pending further intervention.